Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. According to the csr's documentation, the patient does not manage his diabetes with oral medication or insulin; and in response to the alleged meter issue, the patient reportedly continued with his usual diabetes management routine. As a result of the alleged power issue, the patient reportedly developed a symptom of shaking three days later. The patient, however, denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified there was no misuse of the lfs product, the patient was not using the subject meter for the first time, the patient was using the correct test strip at the time the alleged issue occurred, and the subject meter did not turn on manually with the power button. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.